Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of recurrent incarcerated incisional hernia with primary sutures and mesh reinforcement, laparoscopic right anterior component separation, laparoscopic left anterior component separation, laparoscopic partial omentectomy, laparoscopic adhesiolysis, laparoscopic anterior abdominal wall nerve blockade and a laparoscopic left anterior abdominal wall nerve blockade due to a symptomatic incarcerated recurrent incisional hernia with obesity and loss of domain plus chronic abdominal pain. He had revision surgery 1 year and 3 months post-surgery. The patient underwent an exploratory laparotomy, enterolysis and a ventral hernia repair with mesh. The patient experienced additional surgery, and recurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of recurrent incarcerated incisional hernia with primary sutures and mesh reinforcement, laparoscopic right anterior component separation, laparoscopic left anterior component separation, laparoscopic partial omentectomy, laparoscopic adhesiolysis, laparoscopic anterior abdominal wall nerve blockade and a laparoscopic left anterior abdominal wall nerve blockade due to a symptomatic incarcerated recurrent incisional hernia with obesity and loss of domain plus chronic abdominal pain. He had revision surgery 1 year and 3 months post-surgery. The patient underwent an exploratory laparotomy, enterolysis and a ventral hernia repair with mesh. The patient experienced additional surgery, and recurrence.